Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 11500a aortic valve was explanted and replaced with a 25mm 11500a valve after an implant duration of seven months due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Per technical summary 33069, rev a, regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. Additionally, relevant technical summary 33069, rev a, exists for this issue. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per doc-0101337, rev o, and doc-0076862, rev o, a CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including the poor tissue of the patient. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry and medical record that a 27mm 11500a aortic valve was explanted and replaced with a 25mm 11500a valve after an implant duration of seven (7) months and fourteen (14) days due to significant paravalvular aortic insufficiency. The patient presented in chf. The patient was discharged home on pod# 6. Per medical record, the patient presented in chf, an echo confirmed severe mitral insufficiency with severe pulmonary htn, evidence of perivalvular significant aortic insufficiency and suggestion of another aortic root abscess. Ef 35%. Blood cultures remained negative; pet scan showed no active infection. Heart cath showed no significant cad. In surgery a pvl was seen immediately once the aortic graft was opened under the non and right coronary leaflets. The aortic valve was excised and there was no residual aortic root abscess, everything else was well healed. The aortic valve replaced with a 25mm11500a valve. The mv replaced with a 29mm non-edwards valve, an asd repaired, and the aortic graft closed. Ventricular function was good.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: attempts have been made to obtain missing information; however, to date, no response has been received. Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.